Event description:
There was no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. Batteries were in the correct orientation inside the pack. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring before the expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the pulsavac battery pack seems to have exploded in packaging whilst in theatre storeroom. Customer had concerns with regards to potential serious fire hazard. There was no patient involvement. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: great britain.